Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. In order to resolve the issues, the fse replaced the scroll compressor. After the new compressor was replaced, the drive regulator was successfully calibrated to 390 mmhg. The unit passed all functional and safety tests and was returned to customer and cleared for clinical use. The failure analysis and testing department(fat) received compressor scroll associated with this complaint. This part was received with a reported unit failure message of drive regulator calibration failed. Performed visual inspection of this part received and part looks to be in good condition. Installed the compressor scroll into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of drive regulator failed. The failure analysis and testing department performed drive regulator calibration and calibration passed with the result of 389.9 mmhg for pressure, -297.2 mmhg for vacuum ; the factory specification is 390mmhg (+-10) for pressure, -295mmhg (+-5) for vacuum. Compressor scroll passed testing. Retaining compressor scroll in the fat dept. As per procedure.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units drive regulator calibration failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.